Event description:
It was reported that following the successful implant of this cardiac resynchronization therapy defibrillator (crt-d) system, oversensing of noisy signals was observed. Technical services provided troubleshooting recommendations. Additional information from the field representative provided the cause of the noise was not discovered. However, during the post operation check the following day no noise or oversensing were observed. No other actions were taken at this time. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.